Event description:
Began using product in 2018. After about a year and a half of use, noticed out of ordinary bleeding and spotting between menstrual periods when I never had before. Bleeding during and after intercourse. Had doctors appointment 2020, doctor reported seeing excess vascularization of the center of the cervix, I underwent cauterization of vessels to prevent bleeding in future. Waited appropriate healing time before using menstrual products or having intercourse. Procedure worked for a few months and then began having the same issue of bleeding after intercourse and spotting randomly. Used product during menstrual periods during these months. Another doctor appointment recommended cryotherapy treatment to get rid of the blood vessels. Did not undergo the treatment. I believe this problem arose from the suction of the product when trying to remove it over years of use.